Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, it was reported that the customer received intermittent power source alerts, and that the pump battery was observed to be intermittently depleting rapidly. Customer also alleged that intermittent occlusion alarm occurred and that the pump intermittently shut down unexpectedly. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer's blood glucose level was 400 mg/dl. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Based on the analysis, the alleged battery not holding charge, occlusion, and unexpected shutdown issues could not be verified.